Manufacturer narrative:
(B)(6).

Event description:
The customer reported the display has no backlighting. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.